Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the clips of the er420 would not close completely. Another instrument was used to complete the case. There was no consequence to the patient.